Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: left sided rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american/native american female who underwent breast augmentation revision with a 550cc mentor memorygel breast implant experienced bilateral rupture post procedure. As a result, an explant was performed on (B)(6) 2021. The left sided rupture was reported initially under 1645337-2020-08062 on june 30, 2020. The device thought to be concomitant was returned and reported under 1645337-2020-08062 on october 27, 2021. On october 28, 2021, mentor received additional information that the device returned was in fact the right sided device. The additional information clarified that the explant was being performed due to left sided rupture, however, upon explant, the right side was also found to be damaged, and that the right implant was returned to mentor. This report relates to the right prosthesis.